Event description:
White piece of harmonic ace plus was noted to start breaking off from its base, observed while looking at the monitor during the case. Device was pulled out of the pt. White piece was noted to be intact. Device retrieved and saved for inspection.